Manufacturer narrative:
The results of this investigation concluded all three cusps contained tears. No acute inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2006, a 25 mm epic valve was implanted in the aortic position. On (B)(6) 2017 a redo avr was performed secondary to patient symptoms consisting of dyspnea. Upon explant of the epic valve a torn cusp was noted. A 25 mm trifecta gt valve was implanted.